Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were sensing interval counts (sics), ventricular tachycardia (vt) with noise and high impedance associated with the right ventricular (rv) lead. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.